Event description:
A hospital in(B)(6) reported that during the unpacking of an rt200 breathing circuit kit containing an mr290 autofeed humidification chamber, they noticed that the water feed tube was broken where it joins the dome of the chamber. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: the visual inspection revealed a break in the feedset tubing where it is inserted into the chamber dome. The surface at the break was rough (not smoothly cut). The damage appeared to be due to the tube being pulled, away from the chamber, possibly due to the feedset being caught or under tension. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset would be identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that during the unpacking of an rt200 breathing circuit kit containing an mr290 autofeed humidification chamber, they noticed that the water feed tube was broken where it joins the dome of the chamber. This was found before use on a patient.